Event description:
It was reported that during a laparoscopic gastric sleeve procedure, after the device had been fired, two to three drivers from the cartridge fell out into the abdomen. They were retrieved. There was no issue with the device firing. It cut and stapled as intended. There was no patient impact. The cartridge was discarded.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.